Manufacturer narrative:
Lead migration was reported to abbott. The replacement leads and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-05030. It was reported that the patient underwent surgical intervention wherein the patient had their leads explanted and replaced due to lead migration. Effective therapy was established post op.